Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 21-may-2024. The three procedure images included in the complaint underwent independent physician review. The assessment is documented below. ¿the description of the case is clear. There are three images provided. The fourth marker of the proximal end of the device seems to be dislocated from the proximal flaring end. The location of the marker cannot be assigned to folding of the flaring end, as this condition would not allow the stent to be tracked through the microcatheter, nor would the marker be so far distal. The appearance and location of the marker suggests detachment from the body of the stent. This device was implanted and is not available for return and analysis. Based on imaging alone the true nature of the condition cannot be confirmed with certainty.¿ physician name and date reviewed: (B)(6) md, on may 21st, 2024. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7014932. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a vascular stent placement procedure to treat an intracranial internal carotid artery (ica) dissection, the guide catheter (unspecified brand) was inserted into ¿around the top of [the] internal carotid artery,¿ then the 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc403900 / 7014932) was advanced via a prowler select plus microcatheter (catalog / lot# unknown) and deployed at the target lesion. It was reported that during deployment, one of the four proximal markers of the enterprise 2 stent appeared displaced, but [it] was implanted as it was. ¿the true lumen of the enterprise 2 stent was treated again by the prowler select plus.¿ a wallstent¿ endoprosthesis stent (boston scientific) was implanted on the displaced proximal marker site of the enterprise 2 and the procedure was completed. Continuous flush was maintained through the microcatheter. There was no report of any negative patient impact. It was reported that the physician wanted to know if there had been any such issues in the past. ¿the flare might have peeled up when re-treated the true lumen, but after reviewing the video, the marker seemed to have already displaced inside the prowler select plus.¿ the complaint included three (3) procedure images that will be undergoing independent physician review. The video that was mentioned in the complaint was not included with the complaint file. On 09-apr-2024, additional information was received. Per the information, one of the four markers on the proximal side of the vascular reconstruction device (vrd) stent seemed to be located distance away from the other 3 markers while the vrd stent was being delivered inside the microcatheter. The stent was deployed at the target area and the one marker in question was confirmed to be located from the other 3 markers. Photos (3) were included in the complaint. The physician could not rule out the possibility that the flared part of the vrd stent might be folded up, or that the one marker was dislodged/detached from the vrd stent. The stent was successfully implanted at the target site. The physician then proceeded to implant the wallstent; the information indicated that the use of the wallstent was originally planned as the enterprise 2 stent was not long enough to cover the desired area. The physician decided to implant the wallstent to partially overlap the vrd proximal marker area which was distant away from the other 3 markers incase the vrd stent was folded up or the marker was detached. On 10-apr-2024, additional information was received via email with the updated event description: an enterprise vrd and a wallstent were used for the treatment of [an] internal carotid artery dissection. The enterprise vrd was delivered to the target site through the concomitant microcatheter. During the delivery of the vrd, the physician noticed that one of the four markers on the proximal side of the vrd stent was located far from the other 3 markers. The stent was delivered and deployed at the target area, and the marker was confirmed to be located far from the other 3 markers in the deployed state (as captured in the three photos included in the complaint). The vrd stent was successfully implanted at the target lesion, therefore, the physician proceeded to implant the next stent (wallstent). This was originally planned [part of the procedure] as the enterprise 2 was not long enough to cover the desired area. The physician decided to implant the wallstent to partially overlap the vrd proximal marker area, which was distant from the other 3 markers in case the vrd stent was folded up or the marker was detached. The physician could not rule out the possibility that the flared part of the vrd stent might be folded up, or that the marker was dislodged/detached from the vrd stent. At the end of the procedure, it was confirmed that the patient had no complications. The physician requested [to know] if [there was] a similar case reported in the past ¿ if one of the markers were confirmed to be distant from the other markers either the marker was detached or the stent was folded up or the strut was partially fractured. On 12-apr-2024, additional information was received. Per the information, the physician had known that the 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (vrd) (enc403900 / 7014932) was not long enough to cover the desired area and that was the reason for the planned usage of the wallstent device. The plan to use the wallstent was because it was known that the enterprise 2 stent was not long enough to cover the desired area.